Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during attempts to discharge patients, the information center ix would become unresponsive or "lock up". The issue may be consistent with a known issue that can affect diagnostic data and mislabeled data could result in delayed or inappropriate therapy. Should data continue streaming into an electronic medical record, once a patient was transferred, or discharged, there is a risk that such data could be misinterpreted and alter patient care. The device was in use monitoring patients; no patient harm was reported.